Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report was confirmed, a leakage was discovered in the biopsy channel channel by way of a boroscope. Additionally, the forceps glue was peeling and the elevator inlet was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope due to a leakage from a large hole in the bending rubber. Upon further review of the returned device, it was confirmed that the adhesive was peeling as a result of physical impact likely caused by user handling. This report is being submitted to capture the peeling adhesive failure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the age of the device investigation believes its unlikely that the failure was due to deterioration of the components. Therefore, it is likely that external forces were applied to the relevant part by strongly rubbing it during daily use including reprocessing. Olympus will continue to monitor the field performance of this device.